Manufacturer narrative:
On 26 nov 2020; ref. Complaint no.: (B)(4). Additional information has been requested from the customer.

Event description:
Eds-3 collection bags: recurring product issues related to the eds3 system. System breakages with a bag change. No patient injury.

Event description:
Eds-3 collection bags - recurring product issues related to the eds3 system. System breakages with a bag change. No patient injury.

Manufacturer narrative:
14 dec nov 2020 (ref complaint no.#(B)(4)). This complaint could not be confirmed as the customer did not return the device for evaluation. No further information was provided in regards to the incident therefore the root cause could not be determined. Review of product evaluation form shows no associated capas. Review of the 821732c medical device hazard analysis rev 17, identifies the hazard situation as "supports break and collection bag separates from unit" based on complaint of "collection bag broke when being changed". The risk level is considered bar. This determination is based on the information received by the customer who reported no patient injuries. Complaint history was reviewed for the previous two years and found 0 similar complaints, (B)(4). Investigation result code: san diego/eds products/no return of device for evaluation failure mode: unconfirmed / no device returned for evaluation.